Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic after feeling the vibratory notifier. Upon interrogation, the implantable cardioverter defibrillator exhibited backup vvi operation. A device software was performed successfully and resumed normal functions. The patient would be monitored normally.